Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that a patient was transferred for coronary artery bypass graft evaluation. On arrival st-elevation myocardial infarction elevation and hematemesis were noted. The patient was suspicious for a gastrointestinal (gi) bleed. The decision was made to take the patient emergently for a catheterization. Left main, left anterior descending artery and left circumflex artery lesions were noted. The lesion was unable to wire. The doctor decided to place an impella 5.5 to stabilize. While on support, a gi scope was completed. Three clips were performed for bleeding. Multiple units of blood pressure bagged in prior to oncoming nurse shift. The day nurse had given cryo time two, frozen fresh plasma times two and platelets times two. Lactic acid was trending up suspected due to hypovolemic shock. Later, the patient was successfully weaned and explanted.

Manufacturer narrative:
The cause of the injury was not determined due to insufficient clinical details. The pump sn 615968 passed all the post sterile inspection checks.